Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire implantable pulse generator (ipg) system was explanted due to endocarditis. The ipg system was replaced approximately two weeks after explant. No further patient complications have been reported as a result of this event.